Event description:
A report was received that the patient passed away three days after his trial implant. The reason for the patient's death is unknown at this time. The physician does not believe the patient's death is device related. It is unknown whether the patient's death was procedure related.

Event description:
A report was received that the patient passed away three days after his trial implant. The reason for the patient's death is unknown at this time. The physician does not believe the patient's death is device related. It is unknown whether the patient's death was procedure related.

Manufacturer narrative:
Additional information was received from the physician that nothing abnormal occurred during the surgery. The physician will not release any additional information regarding this patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4). Description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined).